Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues due to suspected leak leading to the replacement surgery. During the procedure the fluid leak was confirmed due to a puncture being identified on the cuff. The patient did not experience any adverse events, and the new device was implanted. No more information available at the moment. Should additional information become available, it will be provided.